Event description:
Pt's blood glucose measured 195 mg/dl. While using the suspect device. Reporter indicated that, while reviewing the device's memory, she discovered that the value has been captured as 257 mg/dl. No pt injury was reported and no treatment was received. Thechnical support requested the return of the suspect product and replacement product was shipped.